Event description:
On 1/22/93, wishard ambulance crew responded to run 2956 n. Meridian. 29/w/f c/o sob. Patient hooked to monitor with svt noted. Remained in svt for 9 min., converted to sr with run of vt (monitor ran out of paper). Monitor showed v-fib and pt. Was alert and conscious, and was adked several times. Monitor h & h 87439 along with cts cables & batteries were turned indevice not labeled for single use. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.